Manufacturer narrative:
(B)(4). The event history log verified the reported issue of a high drain 104 alarm. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite).this evaluation included functional and electrical testing of the device. Rite electrical test passed; rite functional test failed for an issue not related to the reported issue. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The direct cause of the iipv event was one or more cycles advances to next fill when slow/no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 104 alarm. This occurred after peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative advised the patient to contact their nurse. The patient would perform further therapy using manual supplies. There was no patient injury or medical intervention reported to be in association with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.